Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels, value and cause was unknown. Customer gave themselves a bolus and drank water to address the high bgs. A system check was performed and the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.